Event description:
Pictures of the explanted stent graft were received and reviewed as follows: the bifur aortic body was essentially straight. Both limbs were mildly angulated and were parallel to each other. The contralateral limb was placed within the gate; 5 stent rings extended out of the gate. The distal ends of both the ipsilateral and contralateral limb were essentially at the same distance from the flow divider. There was moderate tissue integration seen surrounding the aortic body and limbs bilaterally. Dried blood was seen within the aortic body; unable to determine if any tissue was seen within the limbs, or if the limbs were patent. The bare spring had pulled out of the crimp, and one of the bare spring apices appeared bent at it's mid-length. At least one of the bare spring attachment sutures was also pulled out. These events appear to have been caused during removal of the stent graft. No other stent graft integrity issues were observed. From these images the cause of the aneurysm enlargement could not be determined.

Manufacturer narrative:
Date of implant is unknown. Year was 2008. Method: film evaluation. Results: aneurysm enlargement, conversion to open repair, cause of event is unknown. Conclusions: cause of event is unknown.

Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of a abdominal aortic aneurysm approximately 4 years ago. Aneurysm and vessel morphology at the time of implant and currently is unknown. It was reported that the aneurysm has been continually growing since implant without the presence of an endoleak and the physician has been watching it carefully. The decision has now been made to explant the stent graft. The stent graft was successfully explanted. No additional clinical sequelae were reported and the patient is fine. A review of returned films post-implant shows that no obvious endoleak is seen. The ipsilateral is on the right side. The stent graft appears to be just below the lowest left renal, and the proximal neck is essentially straight. The limbs are patent with no obvious kinks. The aaa diameter is approx 7 - 7.5 cm. There appears to be minimal distal sealing length (approx 10-15 mm) on both iliacs; however, there is no obvious distal endoleak seen. Earlier films were not returned; therefore comparison of any stent graft in-vivo configuration change could not be made.